Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges she developed a corneal ulcer in the right (od) eye 2-3 weeks after beginning use of the product. The patient alleges she sought medical treatment for the incident, this information could not be confirmed. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.